Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection. The ipp was explanted. There were no additional patient complications reported.